Event description:
Patient presented to the physician with an infection at the chest incision site. Physician prescribed antibiotics. Patient presented back to the physician with continued infection and drainage at the chest incision. Physician brought the patient into the operating room six days later, flushed the ipg pocket with vancomycin and saline, re-sutured the ipg and sense lead, and closed. Physician prescribed antibiotics after the procedure was completed.